Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: l2+. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced high blood glucose (bg) levels for approximately 5 hours. Despite efforts to bring it down, the bg remained elevated, prompting a visit to the accident & emergency (a&e) department, where the patient stayed for two hours before returning home. The patient was treated with intravenous fluids and insulin at the hospital. The following morning, the caregiver contacted a nurse as the patient was feeling unwell, with worsening symptoms and rising ketone levels. The patient, who was wearing the pod for around 24 hours on his right arm, became increasingly sick, showing signs of drowsiness, poor responsiveness, and losing consciousness. The highest recorded bg level was 32.6 mmol/l (586.8 mg/dl), with ketones rising to 5.2 mmol/l. The nurse advised changing the pod and administering emergency insulin injection using a pen. After removing the pod, the insertion site was slightly red.